Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training attempted arteriotomy closure of an unspecified artery using the starclose device after an unspecified procedure. Reportedly, hemostasis was successfully achieved after the clip was deployed; however, the device was difficult to remove from the pt's artery. Ultimately the device was removed. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.